Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working. Our field service engineer investigated the ventilator on site. A strange noise came from the ventilator during the inspection. Both the air and o2 gas modules were checked. The o2 gas module works properly but not the air gas module. The problem was solved by replacing the air gas module. After the replacement, several pre-use checks were carried out with satisfactory results. The unit was handed over to the department in good condition. In addition, the battery modules were installed as the customer had purchased them. The air gas module was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).